Event description:
It was reported that creo threaded locking caps (2) have come loose post operatively. This event occurred in (B)(6).

Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.